Event description:
Pt sustained a right olecranon and radial head fracture requiring internal fixation and radial head arthroplasty with radial head implanted on (B)(6) 2016. Orthopedic f/u imaging demonstrated right elbow loosening of the radial head prosthesis. Olecranon healed without sign of hardware complication. Physical exam noted loosening and symptomatic olecranon hardware with fracture unacceptably displaced. On (B)(6) 2017, pt underwent right radial head implant removal and olecranon hardware removal.